Event description:
It was reported that 300 stoppers of bd vacutainer® serum were unable to fit caps tightly closed.

Manufacturer narrative:
Correction: it was previously reported. " the samples were evaluated and the customer's indicated failure mode for stopper creep out with the incident lot was observed." This is incorrect. As the incident is being reviewed under a CAPA, the samples were not evaluated. "Bd received samples from the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified."

Manufacturer narrative:
Correction: of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date device manufacture date.

Event description:
It was reported that stoppers of bd vacutainer® serum were loose closure.

Event description:
It was reported that 300 stoppers of bd vacutainer® serum were unable to fit caps tightly closed.

Manufacturer narrative:
Describe event or problem: it was reported that 300 stoppers of bd vacutainer® serum were unable to fit caps tightly closed. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper creepout with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper creepout with the incident lot was observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stoppers of bd vacutainer® serum were loose closure.